Event description:
Reporter alleged obtaining a discrepant blood glucose value of hi (greater than 600 mg/dl) on a patient using inform system I back to back with a result of 185 mg/dl on inform system 2 when testing was performed within 10 minutes. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the suspect device and replacement product was sent.

Manufacturer narrative:
This medwatch report is for the suspect device used in system 1 (lot number 550615, expiration date 07/31/2009). Reference medwatch report with a1 patient for the suspect device used in system 2. Reference medwatch report with a1 patient for another report of discrepant results obtained for another patient using the suspect device in system 1.